Event description:
Philips received a complaint on the device efficia dfm100 indicating that cable ui to processor mix was detected to be faulty during device checks. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device and determined that the bios battery is defective. Multiple good faith efforts were made to obtain additional information regarding resolution, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time.